Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis could not confirm the reported allegations of urinary retention and pain. Product analysis did not identify any device anomalies or malfunctions. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. Visual analysis of the cuff did not reveal any device anomalies that could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary retention and pain as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the day after the activation of an artificial urinary sphincter (aus) the patient experienced heavy activation of the device causing urinary retention and pain. Catheterization with a suprapubic probe was necessary to empty the bladder. A surgical procedure was performed in which the cuff was removed; no new device was implanted. Following the intervention the patient was reported to be stable. The patient remained incontinent and catheterized with a foley probe. It was noted that the cause that contributed to the heavy activation could not be determined.

Event description:
It was reported that the day after the activation of an artificial urinary sphincter (aus) the cuff would not deflate causing urinary retention and pain. Catheterization with a suprapubic probe was necessary to empty the bladder. A surgical procedure was performed in which the cuff was removed but no new device was implanted. The pump and balloon could not be removed due to fibrous tissue that encapsulated the components. The balloon also presented adhesions and could not be visualized during the procedure. During the intervention, a pus pocket was identified and drained in the scrotal area and erosion of the urethra was found. The procedure was stopped after explanting the cuff and it was decided to allow the damaged tissue to heal for 6 months. Following the intervention the patient was reported to be stable. The patient remained incontinent and catheterized with a foley probe. It was noted that the cause that contributed to the deflation issues could not be determined. A surgical procedure was posteriorly performed to explant the remaining components. No additional information was reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis could not confirm the reported allegations of urinary retention, pain, fibrosis, capsular contracture, infection, adhesions, and erosion. Product analysis did not identify any device anomalies or malfunctions. The reported patient symptoms are a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the artificial urinary sphincter (aus) cuff was thoroughly analyzed. Visual analysis of the cuff did not reveal any device anomalies that could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary retention, pain, fibrosis, capsular contracture, infection, adhesions, and erosion as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the day after the activation of an artificial urinary sphincter (aus) the cuff would not deflate causing urinary retention and pain. Catheterization with a suprapubic probe was necessary to empty the bladder. A surgical procedure was performed in which the cuff was removed but no new device was implanted. The pump and balloon could not be removed due to fibrous tissue that encapsulated the components. The balloon also presented adhesions and could not be visualized during the procedure. During the intervention, a pus pocket was identified and drained in the scrotal area and erosion of the urethra was found. The procedure was stopped after explanting the cuff and it was decided to allow the damaged tissue to heal for 6 months. Following the intervention the patient was reported to be stable. The patient remained incontinent and catheterized with a foley probe. It was noted that the cause that contributed to the deflation issues could not be determined. A surgical procedure was posteriorly performed to explant the remaining components. There was no impact to the urethra or the patient status. The patient was feeling good following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis could not confirm the reported allegations of urinary retention, pain, fibrosis, capsular contracture, infection, adhesions, and erosion. Product analysis did not identify any device anomalies or malfunctions. The reported patient symptoms are a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the artificial urinary sphincter (aus) cuff was thoroughly analyzed. Visual analysis of the cuff did not reveal any device anomalies that could affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary retention, pain, fibrosis, capsular contracture, infection, adhesions, and erosion as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the day after the activation of an artificial urinary sphincter (aus) the cuff would not deflate causing urinary retention and pain. Catheterization with a suprapubic probe was necessary to empty the bladder. A surgical procedure was performed in which the cuff was removed but no new device was implanted. The pump and balloon could not be removed due to fibrous tissue that encapsulated the components. The balloon also presented adhesions and could not be visualized during the procedure. During the intervention, a pus pocket was identified and drained in the scrotal area and erosion of the urethra was found. The procedure was stopped after explanting the cuff and it was decided to allow the damaged tissue to heal for 6 months. Following the intervention, the patient was reported to be stable. The patient remained incontinent and catheterized with a foley probe. It was noted that the cause that contributed to the deflation issues could not be determined. Sometime following the procedure, the patient experienced wound dehiscence which was treated by a medical unit. A month after explant, the patient underwent an optical urethrotomy due to the tight urethral stricture that had developed previously. Approximately five months later, a surgical procedure was performed to explant the remaining components. There was no impact to the urethra or the patient status. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the artificial urinary sphincter (aus) cuff was thoroughly analyzed. Visual analysis of the cuff did not reveal any device anomalies that could affect the functionality of the device. The pump was visually and microscopically analyzed, revealing wear down to the filament and large tear with avulsion in the kink resistant tubing (krt). However, the observed tear was consistent with explant damage due to a sharp instrument. Microscopic examination revealed contamination within the pump and around the pump balls. Due to this, the component could not be functionally tested. Visual and microscopical inspection of the balloon did not reveal any damages or abnormalities. Functional inspection of the component identified the balloon identified pressure that was high and out of specification. With all the available information, boston scientific concludes that product analysis could not confirm the reported allegations of fibrosis, capsular contracture, infection, adhesions, erosion, urethral stricture and wound dehiscence. The reported patient symptoms are known risks associated with ams 800 procedures and are noted as such in the device instructions for use. Product analysis did not identify any device anomalies or malfunctions with the cuff. However, the pressure issue identified during analysis of the balloon could have caused or contributed to the urinary retention and pain observed clinically. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the day after the activation of an artificial urinary sphincter (aus) the patient experienced heavy activation of the device causing urinary retention and pain. Catheterization with a suprapubic probe was necessary to empty the bladder. A surgical procedure was performed in which the cuff was removed; no new device was implanted. Following the intervention the patient was reported to be stable. The patient remained incontinent and catheterized with a foley probe. It was noted that the cause that contributed to the heavy activation could not be determined.

Event description:
It was reported that the day after the activation of an artificial urinary sphincter (aus) the cuff would not deflate causing urinary retention and pain. Catheterization with a suprapubic probe was necessary to empty the bladder. A surgical procedure was performed in which the cuff was removed but no new device was implanted. The pump and balloon could not be removed due to fibrous tissue that encapsulated the components. The balloon also presented adhesions and could not be visualized during the procedure. During the intervention, a pus pocket was identified and drained in the scrotal area and erosion of the urethra was found. The procedure was stopped after explanting the cuff and it was decided to allow the damaged tissue to heal for 6 months. Following the intervention the patient was reported to be stable. The patient remained incontinent and catheterized with a foley probe. It was noted that the cause that contributed to the deflation issues could not be determined. A surgical procedure was posteriorly performed to explant the remaining components. There was no impact to the urethra or the patient status. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis could not confirm the reported allegations of fibrosis, capsular contracture, infection, adhesions, and erosion. The reported patient symptoms are a known risk associated with ams 800 procedures and are noted as such in the device instructions for use. Product analysis did not identify any device anomalies or malfunctions with the cuff. However, the pressure issue identified during analysis of the balloon could have caused or contributed to the urinary retention and pain observed clinically. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the artificial urinary sphincter (aus) cuff was thoroughly analyzed. Visual analysis of the cuff did not reveal any device anomalies that could affect the functionality of the device. The pump was visually and microscopically analyzed, revealing wear down to the filament and large tear with avulsion in the kink resistant tubing (krt). However, the observed tear was consistent with explant damage due to a sharp instrument. Microscopic examination revealed contamination within the pump and around the pump balls. Due to this, the component could not be functionally tested. Visual and microscopical inspection of the balloon did not reveal any damages or abnormalities. Functional inspection of the component identified an over pressure in the balloon as it tested at 120.2 cmh2o although the component is rated for 71-80 cmh2o. Functional inspection of the balloon identified pressure that was high and out of specification. Product analysis identified a balloon anomaly that could have contributed to the reported pain and urinary retention issues. However, product analysis was unable to confirm the allegations of fibrosis, capsular contracture, infection, adhesions, erosion, and cuff deflation issues. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary retention, pain, fibrosis, capsular contracture, infection, adhesions, and erosion as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.